Event description:
The customer reported an they had a shattered screen. There was no reported patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported they had a shattered screen. There was no reported patient involvement.